Event description:
It was reported that during an unknown procedure that the housing portion of the trocar kept popping off. No further information is available. There was no patient consequence.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time. (B)(4).